Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product is working as designed. Customer satisfied. Most likely underlying root cause: mlc-18- user has high glucose value. Note: unable to contact the customer via telephone at call backs on (B)(6) 2018 and (B)(6) 2018. Customer returned call on (B)(6) 2018. The customer's condition had improved and she did not currently have any diabetic symptoms. Since the last call the customer had medical attention. On (B)(6) 2018, when the customer reported the e-5 error and symptoms, the customer's daughter had driven her to the ER. The customer's blood glucose lab test result when at the hospital was 888 mg/dl fasting. The diagnosis was high blood sugar, uti, low sodium and dehydration. Customer was treated with insulin, antibiotics, fluids and blood pressure medications. The customer left the hospital on (B)(6) 2018. Her insulin dosage was increased, her blood pressure medications were changed, her lasik was held and some of other medications were changed. The customer is satisfied with the truemetrix meter, will continue to use it and declined a replacement. Customer also purchased a second truemetrix meter.

Event description:
Consumer reported complaint for e-5 error: test strip error. Daughter is calling on behalf of the customer. At the time of the call, the customer reported symptoms of fatigue, blurry vision and dizziness. Customer was going to seek medical attention due to symptoms. Customer was unable to provide any further information at time.